Event description:
It was reported that when the xience v stent delivery system (sds) was being backloaded on to the guide wire, the guide wire came out through the distal end of the sds and it was noted that the tip of the catheter was bent at an angle, partially separated. There was no patient involvement. Another xience v was used to complete the procedure with the same guide wire without further incident. There was no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported tip damage was confirmed. Difficult to insert/guide wire resistance could not be tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.